Event description:
The bom 7mm extended length endoscope (demo unit) was used on leg model in lab. It was reported that the lens was cloudy. A replacement device was used for the case. No patient involvement.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformities. A light cable was attached to the illumination port on the endoscope and viewed on a monitor; there was clear visibility through and good illumination. No non-conformities were found during the functional testing. Based upon the received condition of the device, the reported complaint could not be confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).